Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up. The patient presented to the hospital due to non-device related reasons. Upon interrogation the device was found to be in storage mode with no brady or tachy therapy available. The device was then explanted and successfully replaced. No adverse patient effects were reported.